Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties and stent dislodgement occurred. The target lesion was located in the distal left main artery. A 3.00x16mm promus premier¿ drug-eluting stent was advanced to treat the lesion. During delivery of the device, the front edge of the stent became trapped within ostial left anterior descending calcification and the device was unable to be advanced or retracted. The physician attempted to pull the device back further; however, the stent stripped off of the delivery balloon. A stent with smaller balloon was tried and the procedure was completed. Further medical intervention was required.